Manufacturer narrative:
The reagent lot number was requested but was not provided. The field service engineer (fse) found defective pinch valves. After replacement, an instrument check was performed and passed. Following the fse intervention, no further incidents were reported. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hbc assay results for patient samples tested on a cobas 8000 e 801 module. Sample 1 the initial result was 0.000948 coi (reactive). The repeat results were 0.000899 coi (reactive), 0.000893 coi (reactive), and 2.21 (non-reactive). Sample 2: the initial result was 0.000937 coi (reactive). The repeat results were 0.0307 coi (reactive), 0.00107 coi (reactive), and 2.18 (non-reactive). Sample 3: the initial result was 0.000980 coi (reactive). The repeat results were 0.188 coi (reactive), 2.14 coi (non-reactive), and 2.14 (non-reactive). Sample 4: the initial result was 0.00183 coi (reactive). The repeat results were 0.000923 coi (reactive), 1.54 coi (non-reactive), and 1.54 (non-reactive). Sample 5: the initial result was 0.00102 coi (reactive). The repeat results were 0.00185 coi (reactive), 2.13 coi (non-reactive), and 2.25 (non-reactive).